Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connectors to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy as they were taking samples they heard a loud grinding noise and then received the l3-017 error code. They hit the clear probe and continued taking samples. They then started receiving fragmented samples and received the l3-005 error code. There was no patient consequence reported, case was completed with the st holster and probe.